Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 3.08 inr. Patient's coumadin dose was held for 1 night based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.